Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing out of the end of the fiber at 67,701 joules. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."